Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during dwell 3 of 5. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The hp confirmed to resume therapy with manual supplies. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed due to a lack of sample. Based on baxter's investigation, the root cause was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported condition; the root cause investigation is in process through (B)(4).